Event description:
It was reported the patient got an infection because of a nurse who couldn¿t find the port on the pump and continued to lay the needle down on a table without recapping it. It happened quite a few years ago. It was noted that the patient had an autoimmune disease. The infection was described as ¿very sudden.¿ the patient had dilaudid and something else in the pump at that time. Additional information received that¿s conflicting previously reported information. It was noted that the patient did not have any infection related to their intrathecal implanted pump. The patient was last seen in the office on (B)(6) 2014. There were no prior reported complications.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).